Manufacturer narrative:
Philips has investigated this complaint. It was reported to that the system failed to boot. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.